Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing noise, which resulted in an inappropriate shock. Therapy was not exhausted, and no pacing inhibition occurred. The lead was replaced with a new rv lead. The patient was hospitalized. No additional adverse patient effects were reported.